Event description:
Boston scientific received information that during a follow up visit this pacemaker had a remaining battery life of 3.5 years and at the previous follow up, approximately 6 months prior, it displayed greater than 5 years. The physician alleged the battery was depleting early. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.